Event description:
"The ligaclip applier is designed like a surgical clamp. When you clamp the instrument the tip of the device should come together and a disposable staple should extrude from the device and clamp the tissue. The staples in this device would not deploy from the applicator itself." Pt went home same day in similar functional capacity.